Manufacturer narrative:
The vascu-guard peripheral vascular patch is still implanted in the pt, therefore, no product was returned for eval. According to the device history record, the devices met spec at the time of MFR. The 100% sterility check passed in all cases with no psi indicated.

Event description:
Pt underwent carotid endarterectomy and exhibited an infection post-operatively. No additional details are available at this time.